Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high pacing impedance, a loss of capture, and a loss of sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement due to twiddlers syndrome of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.